Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and remaining static, despite being plugged in and charging for an extended period of time. The customer's blood glucose (bg) was 132 mg/dl. Reportedly, the battery gauge began to show that the pump was completely charged and the customer continued to use the pump for insulin therapy.